Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 48mg/dl. Customer treated with food. Troubleshooting found that the customer wanted to change their settings but that they would contact their doctor. Customer declined low blood glucose troubleshooting. No further details given.